Event description:
Philips received a complaint by the customer on the v60 indicating that the unit would not go into standby. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was decontaminated for retesting after patient contamination. It was reported that the unit could not go into standby mode. The customer requested onsite service. The investigation is ongoing.

Manufacturer narrative:
It was reported that the unit could not go into standby mode. A philips authorized service provider (asp) went onsite and was unable to confirmed the reported issue. The asp reviewed the event log and found no error codes. The reported issue was unconfirmed. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.